Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.50 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, during the same surgery, the lens was exchanged with a shorter and same diopter lens, due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Previous: lens has been returned but not yet evaluated. Updated: lens has been returned and evaluated.-device evaluation: lens was returned dry in a micro-centrifuge vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic slightly bent, no other visible damage.(B)(4).